Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to checksum error triggered by code corruption. The device was tested on bench and after installing a new battery and reloading new product code, the device functioned normally. The field complaint of telemetry communication was not confirmed. The pacer had reached true end of life (eol) which caused the device telemetry issue on the field. The device had normal battery depletion. Correction: "the device was at end of life (eol)" statement was missed in the initial report. Correction: the device returned information was missed in the initial report. This report notes the device received date of 27jul2017. (B)(4).

Event description:
The device was at end of life (eol).

Event description:
It was reported that a patient presented in clinic with symptoms of presyncope with the device operating in backup vvi. The device was unable to maintain telemetry communication and therefore a successful device download could not be performed. The device was replaced. Patient condition after the replacement surgery was unknown.